Manufacturer narrative:
No sample was available for this investigation. The customer reported that they experienced leakage with an unknown smartsite bag when used with the "shuaplug ad infusion set." No further information or photographs of the affected product were available; therefore it was not possible to conclusively link this feedback to a specific failure mode. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation to determine the sku of the complaint product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Further information relating to the sequence of events and exact nature of the reported incident was not provided. In this instance there was not enough information to positively link this feedback to a specific failure mode or product to perform a review of the customer feedback database.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following: it was reported by customer that they experienced leakage when using the shuaplug ad infusion set.